Manufacturer narrative:
Draeger is still investigating the reported incident. A follow-up report will be submitted as soon as the investigation has been completed.

Event description:
It was reported that during use, the r50 recorder started to smoke while it was sitting on top of an apollo anesthesia machine during a case. There was no pt injury reported. Draeger reference number; (B)(4).